Event description:
Related manufacturer report number: 2916596-2022-13651. It was reported that on (B)(6) 2022, while transitioning off the bypass onto the right ventricular assist device (rvad) and left ventricular assist device (lvad), the heartmate touch would not accept an increase in speed. The customer attempted to increase pump speed by 100rpm but the screen kept processing the input for over one minute. The setting button was selected but the drop box did not appear. The patient was switched to a system monitor and was unharmed by the exchange. The patient's lvad was stable and performed as expected. A tricuspid ring was placed along with the rvad and lvad on (B)(6) 2022. The patient had protek duo/tandem placed for the rvad. The case was complicated by a large amount of bleeding which resolved after multiple blood products were given.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.